Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion on the adhesive around the light guide lens, corrosion on the adhesive around the objective lens, and corrosion on the adhesive on the a-rubber (bending section cover). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.